Event description:
It was reported that rust was observed after a treatment process. No further information was provided. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. An inspection of the combination wrench showed some visible traces of rust on the respective surfaces. Even organic residues like dried blood are visible. These tracks can arise if the wrenches are not properly cleaned, or if they are not dried after cleaning properly and rust forms due to residual moisture on surface. However, it is clear that the chromium layer is broken at several places. This means that rust did form. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and is due to the conditions of use and that these devices were not maintained correctly. Further we must state that these wrenches cannot be made completely of stainless material. A new combination wrench better properties was released to the market and is currently available.